Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of syringe needle connectivity issue was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Current controls include a luer taper inspection at the molding first piece inspection, and at the eclipse hub in-process inspection. The complaint will be re-opened and re-investigated if a sample is received. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility. H3 other text : see narrative below.

Event description:
It was reported that unknown bd product needle pulled out of hub the following information was provided by the initial reporter; it was reported by the customer that ¿after flu vaccination, I went to engage the safety device and somehow the whole needle came off of the syringe and landed in my palm and poked my finger along the way.¿ (photo below). Verbatim: rcc received a complaint via email. Incident description: ¿after flu vaccination, I went to engage the safety device and somehow the whole needle came off of the syringe and landed in my palm and poked my finger along the way.¿ (photo below). Account: us services. Site: (B)(6). Please provide the affected product number and lot number. Bd eclipse needle with smartslip technology, 22g x 1". Please provide your facility's name and address (where issue occurred). (B)(6). Please provide date issue was noticed and how many times it has occurred. (B)(3) 2023, one time incident was product obtained/ordered through a distributor? If so, who is it? Yes, unknown (possibly cardinal). To clarify, the safety shield is sliding/breaking off the clear plastic holder after use or not closing at all? Did the specimen(s) need to be recollected? No, vaccination provided before device failed. Did exposure to blood/ bf occur? Yes. How many injuries have occurred? 1. If exposure occurred was there any post exposure testing or medical intervention? Yes, no negative results. Do you have photos available showing the issue and lot number on the package? Yes, see below. Can you please provide the total number of boxes received and total number affected? Only 1 unit. Do you have returns available? If so, I can provide you a fedex return tag. Only a few samples or one box are needed for the investigation. No. Are you interested in credit? If credit is being requested, please provide the bd to distributor po number for this order. No.

Event description:
No additional information.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of syringe needle connectivity issue was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Current controls include a luer taper inspection at the molding first piece inspection, and at the eclipse hub in-process inspection. The complaint will be re-opened and re-investigated if a sample is received.

Manufacturer narrative:
Correction to the initial MDR submission: this event resulted in a nsi but does not meet the FDA requirements for a si report. Initial submission was submitted as a si and malfunction, a malfunction has been reported, and this complaint is determined to be MDR reportable for malfunction only.